Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized twice last week for diabetic ketoacidosis. The first event was on (B)(6) 2010. The customer stated that he was vomiting, and had blood glucose levels above 600 mg/dl. The second event was on (B)(6) 2010. Advised that the insulin pump would be replaced. Nothing further was reported.